Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and stained end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's b and act buttons were not responding properly. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.